Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced intermittencies and poor performance resulting in the decision to discontinue use of the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was electively explanted on (B)(6) 2018.